Manufacturer narrative:
Additional information: blocks b5, e1 initial reporter first name and e1 initial reporter phone. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code 2907 captures the reportable event of darts detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vault suspension procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, during the procedure, three suture darts detached from the suture during deployment and were retrieved from the patient. It is unknown how the detached dart was removed. Reportedly, some amount of suture was still attached to the dart. The procedure was completed with the same capio slim device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be good. Additional information received on september 20, 2020: it was confirmed that the dart was removed by hand.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vault suspension procedure performed on (B)(6) 2020 to treat prolapse. According to the complainant, during the procedure, three suture darts detached from the suture during deployment and were retrieved from the patient. It is unknown how the detached dart was removed. Reportedly, some amount of suture was still attached to the dart. The procedure was completed with the same capio slim device. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be good.